Manufacturer narrative:
A field service engineer (fse) went on-site and found cre cup posted low reagent level errors during a run and found a new syringe blocked and sticky. Fse replaced syringe, flushed fluidics with hot water to clear up any blockage and primed cre with 20 reps with reagent and water. Fse calibrated cre and ran qc to verify operation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating creatinine (cre) reagent was dripping from under the creatinine cup of the unicel dxc 880i synchron access clinical system. No injury was reported.